Event description:
It was reported that the remote monitor smelled like it was burning when it was plugged into the modem and the power cord was also warm. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor and no defect was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).